Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2995 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture, the operator found that the extension tubing of a groshong PICC (7812400) was occluded. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded groshong connector was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt proximal connector segment. Usage residues were observed within the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Microscopic inspection of the sample revealed material occluding the distal end of the connector cannula. The material was removed from the cannula and examined under a microscope. The material appeared consistent with blood product residue. Following removal of the occluding material in the metal cannula, the sample was found to be patent to infusion and aspiration with no observed leaks. The observed inability to flush the connector was caused by occluding material consistent with blood product residue occluding the cannula. Catheter maintenance techniques may contribute to such occlusion formations. The product IFU provides guidance for catheter maintenance and pertaining to blood-occluded catheters.

Event description:
It was reported that when performing puncture, the operator found that the extension tubing of a groshong PICC (7812400) was occluded. No other information was provided.